Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024 implantable pacing lead 1999 (B)(6). (B)(4).

Event description:
It was reported that the lead impedance measurement is chronically low. The lead remains in use. No patient complications have been reported as a result of this event.